Event description:
Investigation of the device found a bent pin on the external backup battery.

Manufacturer narrative:
Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, (B)(6), was shipped to the customer on 28feb2021. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Additionally, section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a backup battery fault alarm was not confirmed; however, visual inspection of the returned backup battery (serial number: su317312) revealed that pin 1 was bent, which could have contributed to the reported backup battery fault alarm. No log files were submitted for review. The bent backup battery pin prevented a proper connection from being made to a test system controller; therefore, the bent pin was straightened in order to perform functional testing. After straightening the bent pin, the battery was then functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. The root cause of the reported event could not be conclusively determined through this analysis; however, the bent backup battery pin could have contributed to the reported event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad team had to replace a controller battery in a new implant. The vad team tried re-seating the battery multiple times and replaced the backup battery.